Manufacturer narrative:
A maquet field service tech visited the hosp and evaluated the device. He replaced the damaged spring arm and verified that the device was functional. The spring arm was shipped to the MFR maquet (B)(4) for eval. The investigation is ongoing and this report will be updated when additional info becomes available. Exemption # (B)(4). Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a service maintenance, a few days after the installation of the device, while a maquet tech moved the articulated arms of the surgical light system, one of the spring arms detached from the suspension and fell to the floor together with the cupola. No injuries were reported. (B)(4).